Manufacturer narrative:
The subject device is not yet returned.

Event description:
It was reported that during procedure, the subject guidewire experienced difficulty while advancing and was stuck inside the microcatheter; thus, both devices were retracted. The operator noted that the coating of the subject guidewire might have come off during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during procedure, the subject guidewire experienced difficulty while advancing and was stuck inside the microcatheter; thus, both devices were retracted. The operator noted that the coating of the subject guidewire might have come off during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. There was no resistance when the gw was taken out of the dispenser hoop, the guidewire was shaped to 40 degrees and flush was given inside the mc at the time when the gw was inserted. The introducer sheath was used, when inserting the gw. Friction or resistance was not felt at the hub but at the distal part. The patient¿s anatomy was very meandering. The issue was noted during the procedure. It is unknown which part of the guidewire was peeling (hydrophilic coating or ptfe coating). No attempt was made to remove the peeled coating inside the patient. There were no health damages reported for the patient. There was no unexpected medical intervention and no surgical delay due to the event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported codes ¿guidewire ptfe coating peeling¿ and ¿guidewire difficult to advance¿.